Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The whitish foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a stent got stuck under the duodenovideoscope's albaran lever. There was no report of patient harm. The device was returned, evaluated, and there was foreign material were found at the light guide lens adhesive. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the forceps skipped or swayed on the upper half of the endoscopic image due to fray of the knob wire. In addition to the foreign material found at the light guide adhesive, other evaluation findings are as follows: there were scratches on the grip, the right/left knob and the switch box; there were foreign objects in the air/water tube; the light guide lens was cracked; and the distal end was shaved with residual liquid; and the adhesive around the light guide lens was discolored. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.